Event description:
It was reported that the customer was hospitalized due to blood glucose levels greater than 600 mg/dl. It was stated that the customer also had ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was stated that the customer received a no delivery alarm, and when removing the infusion set, the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.